Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that the patient had a left subclavian occlusion and obtaining right sided access with the right ventricular lead was difficult because of the length of the lead and its position to an existing lead. The lead was attempted and not used. No patient complications have been reported as a result of this event.